Manufacturer narrative:
The reagent pack was not calibrated as per recommendations and the last calibration was performed two months prior. The reagent was calibrated and precision testing was acceptable. The field service engineer performed preventive maintenance and ran performance testing. This event occurred in (B)(6). (B)(4)

Event description:
There was an allegation of a questionable elecsys insulin result for one patient sample from the cobas e411 rack analyzer. The initial result was 30 ¿u/ml and the result from another laboratory using an advia-siemens analyzer was 14 ¿u/ml. The questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
A new sample from the patient was tested on the cobas e411 rack analyzer and the result was around 31 u/ml. The new sample was then tested on the advia-siemens analyzer and the result was 14 u/ml. The results from the advia-siemens analyzer were believed to be correct. The investigation did not identify a product problem. The cause of the event could not be determined.